Event description:
It was reported that this right ventricular (rv) lead was tested with a pacing system analyzer (psa) during scheduled generator change out and ablation procedure. This lead was found to have no sensing or capture in the bipolar configuration. Sensing was detected at a higher voltage with the capture threshold of 6.5v. Subsequently, this lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.